Event description:
It was reported that the user experienced intermittent communication between the dexcom g7 sensor and the ilet pump after pausing and charging the pump while away from the device, resulting in signal loss to the ilet only; upon guidance, the user restarted the ilet and glucose readings resumed, consistent with a communication issue related to device proximity and radio components such as the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.